Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified there was no 24 direct current (d/c) voltage on the system-1. The fsr replaced both power supplies with lambda power supplies, because the unit had deltron power supplies. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc) of the device, one of the power supplies was not working and the power supply status signal was 1 = fail. There was no patient involvement.